Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that since starting on the pump, the customer has experienced fluctuating blood glucose (bg) levels between 23 mg/dl and over 600 mg/dl. The customer has taken correction boluses via the pump to address the elevated bg levels and has consumed carbohydrates to address low bg levels. The contact stated that the fluctuating bg levels are due to the pump settings still being adjusted by the customer's healthcare provider.